Manufacturer narrative:
Date of event - estimated since unknown. Implant date - estimated as two years ago.

Event description:
It was reported that a patient had a transient ischemic attack (tia). It was reported via social media that a patient has had a watchman laa closure device for about two years and recently had a "mini stroke" / tia.